Manufacturer narrative:
Oti consumer support made 3 contact attempts to gather more information about this complaint on 08/25/2023, 09/08/2023, and 09/20/2023. Contact was unable to be made and the consumer has not responded to date. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
A consumer submitted the following using the inteliswab.com contact us submission form on 08/24/2023. Oti will make 3 contact attempts to gather more information regarding the false positive test results. It is unknown if the inteliswab devices malfunctioned as the consumer did not provide any additional details including if the IFU was followed. "I have had 4 false positive readings which required me to get a pcr. All of the false positives came from the same lot-cd220302 with exp date of 2023-09-16. You should recall this lot." The consumer received four false positive results using four separate inteliswab devices. Refer to the below manufacturer report numbers for the additional false positive submissions: MDR # 3004142665-2023-00026, MDR # 3004142665-2023-00027, MDR # 3004142665-2023-00029.

Event description:
A consumer submitted the following using the inteliswab.com contact us submission form on (B)(6) 2023. Oti will make 3 contact attempts to gather more information regarding the false positive test results. It is unknown if the inteliswab devices malfunctioned as the consumer did not provide any additional details including if the IFU was followed. "I have had 4 false positive readings which required me to get a pcr. All of the false positives came from the same lot-cd220302 with exp date of 2023-09-16. You should recall this lot." The consumer received four false positive results using four separate inteliswab devices. Refer to the below manufacturer report numbers for the additional false positive submissions: MDR # 3004142665-2023-00026, MDR # 3004142665-2023-00027, MDR # 3004142665-2023-00029.